Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the sample contains an interferent to a component of the anti-tshr assay. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable thyroid results for two samples from the same patient tested for multiple thyroid tests on a cobas 8000 e 602 module (e602). Of the mentioned assays, the sample had erroneous results for the elecsys tsh assay (tsh), the elecsys anti-tshr immunoassay (anti-tshr), and roche diagnostics cobas elecsys anti-tpo (anti-tpo). The erroneous results were reported outside of the laboratory. (B)(4). Based on results measured from a sample collected on (B)(6) 2018, the endocrinologist treated the patient with neomercazole treatment starting on (B)(6) 2018. The patient was started with a 60 mg dose at first and then decreased to 40 mg starting on (B)(6) 2018. The endocrinologist stated that the patient had biological basedow disease with no clinical sign. Refer to the attachment for all patient data. The samples, dated (B)(6) 2018 were tested on the e602 analyzer. These samples were also tested using assays manufactured by siemens and brahms. No adverse events were alleged to have occurred with the patient. The patient does not take a dietary supplement. Normally the patient does not take biotin in high doses. The patient has 2 monoclonal immunoglobulins, 1 igg lambda and 1 iga lambda. The e602 analyzer serial number was asked for, but not provided.